Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator delivered several inappropriate anti-tachycardia pacing and tachy shocks due to an episode of supraventricular tachycardia. Therapy became exhausted. This device remains in service and it was confirmed that it was reprogrammed, atrial detection discriminators were turned off per physician request. No additional adverse patient effects were reported.